Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation of the logs it was determined that the end user was not using the variable resistor (impulse 7010) in line with the impulse 7000 as required when performing discharges other than 50 ohms. The customer was contacted and advised how to properly use the simulators when testing the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.